Event description:
The following has been reported: nurse reported to biomed: IV pump has several blinking red lights that are constantly flashing near where the cassette is inserted. Pump will not turn on as well. Pump was on but showing as off in ims. Biomed did at least 3 hard shut downs to get the pump to connect so the biomed could grab the logs. A review of the logs shows that the issue appears to be the data management service crashing due to an excess of device status aperiodic error messages. This has been identified to be an outbound database growth issue. Further investigation reveals that this is a software anomaly related to network status messages being improperly interpreted as failures and added to the outbound database for eventual transmission to ims. As these messages are (by design) to be resident on the lvp for 30 days, the logging of these messages (multiple times per second) causes the outbound database to grow such that it can prevent software downloads. Additionally, in extreme cases, it can cause the clinical application to freeze during an infusion. This issue was resolved in a sw update to version 5.9.1 on recall# z-1484-2024. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.